Event description:
As stated by the customer 2011-(B)(6) "the resident had been put in the bath and on removal after lifting resident's leg to clear bath, carers started to dress resident, the chair fell from handle height off the hoist (ambulift), hit the lip of the bath causing a chip and landed upright, with no apparent injury to the resident to date, (resident does not communicate normally)."

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration#(B)(4)) on behalf of the manufacturer arjo hospital equipment (B)(4) (registration#(B)(4)). Please note that while this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4) (under registration (B)(4)). As of (B)(4) 2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo hospital equipment (B)(4) and any medwatch reports will be submitted under registration # (B)(4). The hoist has been removed from service until further notice due to non-availability of replacement parts. The device was involved in a previously reported incident, under MFR# 9611530-2011-00031. Additional information will be provided following the conclusion of the manufacturer's investigation.